Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop, pigment dispersion, and blurred vision. Anterior chamber irrigation/evacuation of visco/fluids was performed lens remains implanted. Cause of the event was reported as unknown.